Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstrual bleeding/ abnormal bleeding (menorrhagia)") in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and headache. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced visual impairment ("diminished vision/ vision/ eye problem"), myopia ("both near-sighted vision"), hypermetropia ("far-sighted") and vision blurred ("difficulty wearing contacts/ difficulty focusing"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("abdominal bloating even. When not menstruating"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), the first episode of arthralgia ("knee pain"), adenomyosis ("adenomyosis"), cervix inflammation ("chronic inflammation of the endocervix"), device expulsion ("one of the essure® micro-inserts had started to uncoil and come apart, measuring six centimeters in length"), onychomycosis ("chronic toenail fungus"), ingrowing nail ("stunted toenail growth"), tendonitis ("tendonitis"), plantar fasciitis ("plantar fasciitis"), amnesia ("memory loss"), confusional state ("confusion"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), libido decreased ("diminished libido"), contusion ("unexplained bruising especially of her lower extremities"), migraine ("migraines"), dry skin ("dry patches of skin on her feet and ankles resembling burn marks"), weight fluctuation ("weight fluctuations"), cystitis ("bladder infections"), pruritus ("shin itching"), the second episode of arthralgia ("hip pain"), poor peripheral circulation ("low blood circulation to her foot which often turned a bluish/purple color in the shower"), paraesthesia ("tingling sensation in her toes"), exostosis ("bone spur"), headache ("headaches") and pain in extremity ("leg pain"). The patient was treated with ibuprofen (motrin), surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (in dec-2010, endometrial ablation) and surgery (in dec-2010, endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal distension, dysgeusia, feeling abnormal, adenomyosis, cervix inflammation, device expulsion, onychomycosis, ingrowing nail, tendonitis, plantar fasciitis, amnesia, confusional state, abdominal pain lower, libido decreased, contusion, dyspareunia, migraine, visual impairment, dry skin, alopecia, weight fluctuation, fatigue, cystitis, vaginal discharge, pruritus, the last episode of arthralgia, poor peripheral circulation, paraesthesia, exostosis and pain in extremity had resolved and the vaginal haemorrhage, headache, myopia, hypermetropia, vision blurred, weight increased, uterine pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, cervix inflammation, confusional state, contusion, cystitis, device expulsion, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, exostosis, fatigue, feeling abnormal, headache, hypermetropia, ingrowing nail, libido decreased, menorrhagia, migraine, myopia, onychomycosis, pain in extremity, paraesthesia, pelvic pain, plantar fasciitis, poor peripheral circulation, pruritus, tendonitis, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both fallopian tubes; in (B)(6) 2010: confirming full occlusion of fallopian tubes ultrasound pelvis - in (B)(6) 2016: adenomyosis current weight 208.00 lbs. Approximate weight at the time of essure placement 213.00 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Plaintiff¿s demographics, concomitant disease added. Essure indication updated. New events abnormal bleeding (vaginal), headaches, both near-sighted vision, far-sighted, difficulty wearing contacts/ difficulty focusing, weight gain, uterine pain, abdomen pain, leg pain were added. Lab data and treatment medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstrual bleeding/ abnormal bleeding (menorrhagia)") and post procedural haemorrhage ("post-op hysterectomy and salpingectomy bleeding") in a 47-year-old female patient who had essure (batch no. 766625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, blood in stool, cough, depression, nausea, vomiting, sore throat, sinusitis, obesity and vitamin d deficiency. The patient's past medical history included gastric bypass. Concurrent conditions included obesity, headache, uterine bleeding, uterine cyst, anger, blood in stool, cough, depression, epicondylitis, nausea, vomiting, sore throat, sinusitis and vitamin d deficiency. Concomitant products included bupropion, clonazepam, multivitamins, plain (multi vitamin), omeprazole (prilosec) and prenatal. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and migraine ("migraines"). On (B)(6) 2010, the patient experienced headache ("headaches"). In (B)(6) 2010, the patient experienced affective disorder ("mood disorder"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced amnesia ("memory loss"). On (B)(6) 2011, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in mouth") and fungal infection ("infection (bladder/urinary tract/vaginal) type: chronic yeast infection"). On (B)(6) 2011, the patient experienced visual impairment ("diminished vision/ vision/ eye problem"), myopia ("both near-sighted vision"), hypermetropia ("far-sighted") and vision blurred ("difficulty wearing contacts/ difficulty focusing"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced adnexa uteri cyst ("paratubal cyst"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"), cervix inflammation ("chronic inflammation of the endocervix/ endocervix with chronic inflammation") and endometriosis ("endometriosis"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating even. When not menstruating"), feeling abnormal ("brain fog"), the first episode of arthralgia ("knee pain"), device expulsion ("one of the essure® micro-inserts had started to uncoil and come apart, measuring six centimeters in length"), onychomycosis ("chronic toenail fungus"), ingrowing nail ("stunted toenail growth"), tendonitis ("tendonitis"), plantar fasciitis ("plantar fasciitis"), confusional state ("confusion"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), libido decreased ("diminished libido"), contusion ("unexplained bruising especially of her lower extremities"), dry skin ("dry patches of skin on her feet and ankles resembling burn marks"), weight increased ("weight fluctuations/weight gain"), cystitis ("bladder infections"), pruritus ("shin itching"), the second episode of arthralgia ("hip pain"), poor peripheral circulation ("low blood circulation to her foot which often turned a bluish/purple color in the shower"), paraesthesia ("tingling sensation in her toes") and exostosis ("bone spur"). The patient was treated with ibuprofen (motrin), ibuprofen, docusate sodium (stool softener), antibiotics, colecalciferol (vitamin d), surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (in (B)(6) 2010, endometrial ablation) and surgery (in (B)(6) 2010, endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal distension, dysgeusia, feeling abnormal, adenomyosis, cervix inflammation, device expulsion, onychomycosis, ingrowing nail, tendonitis, plantar fasciitis, amnesia, confusional state, abdominal pain lower, libido decreased, contusion, dyspareunia, migraine, visual impairment, dry skin, alopecia, weight increased, fatigue, cystitis, vaginal discharge, pruritus, the last episode of arthralgia, poor peripheral circulation, paraesthesia and exostosis had resolved and the vaginal haemorrhage, post procedural haemorrhage, headache, myopia, hypermetropia, vision blurred, uterine pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, affective disorder, alopecia, amnesia, anxiety, cervix inflammation, confusional state, contusion, cystitis, depression, device expulsion, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, exostosis, fatigue, feeling abnormal, fungal infection, headache, hypermetropia, ingrowing nail, libido decreased, menorrhagia, migraine, myopia, onychomycosis, paraesthesia, pelvic pain, plantar fasciitis, poor peripheral circulation, post procedural haemorrhage, pruritus, tendonitis, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both fallopian tubes; in (B)(6) 2010: confirming full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2016: adenomyosis. Current weight 208.00 lbs. Approximate weight at the time of essure placement 213.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - arthralgia, vaginal discharge, headache, menorrhagia" most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Essure lot number added. Reporter information updated. New events bladder or urinary problems or changes and abdominal pain were added. New events chronic yeast infection, mood disorder, depression, endometriosis, paratubal cyst, post-op hysterectomy and salpingectomy bleeding were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menstrual bleeding/ abnormal bleeding (menorrhagia)") and post procedural haemorrhage ("post-op hysterectomy and salpingectomy bleeding") in a 47-year-old female patient who had essure (batch no. 766625(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, blood in stool, cough, depression, nausea, vomiting, sore throat, sinusitis, obesity and vitamin d deficiency. The patient's past medical history included gastric bypass. Concurrent conditions included obesity, headache, uterine bleeding, uterine cyst, anger, blood in stool, cough, depression, epicondylitis, nausea, vomiting, sore throat, sinusitis and vitamin d deficiency. Concomitant products included bupropion, clonazepam, multivitamins, plain (multi vitamin), omeprazole (prilosec) and prenatal. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), uterine pain ("uterine pain") and abdominal pain ("abdomen pain"). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and migraine ("migraines"). On (B)(6) 2010, the patient experienced headache ("headaches"). In (B)(6) 2010, the patient experienced affective disorder ("mood disorder"), depression ("depression") and anxiety ("anxiety"). In december 2010, the patient experienced amnesia ("memory loss"). On (B)(6) 2011, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in mouth") and fungal infection ("infection (bladder/urinary tract/vaginal) type: chronic yeast infection"). On (B)(6) 2011, the patient experienced visual impairment ("diminished vision/ vision/ eye problem"), myopia ("both near-sighted vision"), hypermetropia ("far-sighted") and vision blurred ("difficulty wearing contacts/ difficulty focusing"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced adnexa uteri cyst ("paratubal cyst"). In (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"), cervix inflammation ("chronic inflammation of the endocervix/ endocervix with chronic inflammation") and endometriosis ("endometriosis"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating even. When not menstruating"), feeling abnormal ("brain fog"), the first episode of arthralgia ("knee pain"), device expulsion ("one of the essure® micro-inserts had started to uncoil and come apart, measuring six centimeters in length"), onychomycosis ("chronic toenail fungus"), ingrowing nail ("stunted toenail growth"), tendonitis ("tendonitis"), plantar fasciitis ("plantar fasciitis"), confusional state ("confusion"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), libido decreased ("diminished libido"), contusion ("unexplained bruising especially of her lower extremities"), dry skin ("dry patches of skin on her feet and ankles resembling burn marks"), weight increased ("weight fluctuations/weight gain"), cystitis ("bladder infections"), pruritus ("shin itching"), the second episode of arthralgia ("hip pain"), poor peripheral circulation ("low blood circulation to her foot which often turned a bluish/purple color in the shower"), paraesthesia ("tingling sensation in her toes") and exostosis ("bone spur"). The patient was treated with ibuprofen (motrin), ibuprofen, docusate sodium (stool softener), antibiotics, colecalciferol (vitamin d), surgery (total laparoscopic hysterectomy with bilateral salpingectomy), surgery (in (B)(6) 2010, endometrial ablation) and surgery (in (B)(6) 2010, endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal distension, dysgeusia, feeling abnormal, adenomyosis, cervix inflammation, device expulsion, onychomycosis, ingrowing nail, tendonitis, plantar fasciitis, amnesia, confusional state, abdominal pain lower, libido decreased, contusion, dyspareunia, migraine, visual impairment, dry skin, alopecia, weight increased, fatigue, cystitis, vaginal discharge, pruritus, the last episode of arthralgia, poor peripheral circulation, paraesthesia and exostosis had resolved and the vaginal haemorrhage, post procedural haemorrhage, headache, myopia, hypermetropia, vision blurred, uterine pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, affective disorder, alopecia, amnesia, anxiety, cervix inflammation, confusional state, contusion, cystitis, depression, device expulsion, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, exostosis, fatigue, feeling abnormal, fungal infection, headache, hypermetropia, ingrowing nail, libido decreased, menorrhagia, migraine, myopia, onychomycosis, paraesthesia, pelvic pain, plantar fasciitis, poor peripheral circulation, post procedural haemorrhage, pruritus, tendonitis, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both fallopian tubes; in (B)(6) 2010: confirming full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2016: adenomyosis. Current weight 208.00 lbs. Approximate weight at the time of essure placement 213.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - arthralgia, vaginal discharge, headache, menorrhagia." Most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/prolonged and abnormal menstrual bleeding"), menorrhagia ("abnormally heavy menstrual bleeding"), abdominal distension ("abdominal bloating even. When not menstruating"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), arthralgia ("knee pain"), adenomyosis ("adenomyosis"), cervix inflammation ("chronic inflammation of the endocervix"), device expulsion ("one of the essure micro-inserts had started to uncoil and come apart, measuring six centimeters in length"), onychomycosis ("chronic toenail fungus"), ingrowing nail ("stunted toenail growth"), tendonitis ("tendonitis") and plantar fasciitis ("plantar fasciitis"), amnesia("memory loss"), confusional state("confusion"), abdominal pain lower("severe lower abdominal pain), abdominal pain lower("severe abdominal cramping"), libido decreased("diminished libido"), contusion("unexplained bruising"), dyspareunia("painful intercourse"), migraine("migraines"), visual impairment("diminished vision"), dry skin("dry patches of skin on her feet and ankles resembling burn marks"), alopecia("hair loss"), weight fluctuation("weight fluctuations"), fatigue("fatigue"), cystitis("bladder infections"), vaginal discharge("vaginal discharge"), pruritus("shin itching"), arthralgia("hip pain"), peripheral vascular disorder("low blood circulation to her foot which often turned a bluish/purple color in the shower"), paraesthesia("tingling sensation in her toes"), exostosis("bone spur"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal distension, dysgeusia, feeling abnormal, arthralgia, adenomyosis, cervix inflammation, device expulsion, onychomycosis, ingrowing nail, tendonitis and plantar fasciitis, amnesia, confusional state, first episode of abdominal pain lower, second episode of abdominal pain lower, libido decreased, contusion, dyspareunia, migraine, visual impairment, dry skin, alopecia, weight fluctuation, fatigue, cystitis, vaginal discharge, pruritus, arthralgia, peripheral vascular disorder, paraesthesia, exostosis had resolved. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, abdominal distension, dysgeusia, feeling abnormal, arthralgia, adenomyosis, cervix inflammation, device expulsion, onychomycosis, ingrowing nail, tendonitis and plantar fasciitis, amnesia, confusional state, first episode of abdominal pain lower, second episode of abdominal pain lower, libido decreased, contusion, dyspareunia, migraine, visual impairment, dry skin, alopecia, weight fluctuation, fatigue, cystitis, vaginal discharge, pruritus, arthralgia, peripheral vascular disorder, paraesthesia, exostosis to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2016: adenomyosis. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.